Event description:
It was reported that the patient was shaking really bad, they could not control their bladder, they were not talking right, and their mouth looked like it was going on the other side. Regarding the patient's mouth, the caller stated that it looked how it was before the patient got deep brain stimulation. During the call with patient services, agent had the caller open the dbs therapy app to check therapy status, and the following message appeared: 'contact your clinician as soon as possible. Neurostimulator can no longer provide therapy because it has reached end of service (eos). Service code: (B)(4).' Agent reviewed meaning of eos. The caller seemed surprised that the ins had already reached eos, because they recalled being told that the ins would last 10 years when the patient had it implanted. Agent reviewed that ins longevity would be dependent on usage and settings. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The caller mentioned that the patient has an appointment with provider tomorrow and also indicated that they would be contacting the patient's implanter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the implant's end of service was the patient's high therapy settings, and the ins will be replaced. The hcp also noted that the cause of the patient's urinary frequency was not clear.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.